Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos for investigation. The evaluation of the attached photographs indicated that the stopper had already been pierced, therefore no defect can be identified. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was damage on the stopper. No adverse impact was reported regarding the patient or user.